Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during setup. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor, the patient pump and the distribution board were replaced and the problem solved. In addition, inlet foam and flat gasket were replaced as well. However, these parts are not related to the reported error. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova received information about the event and it resulted a duplicated of livanova ref. (B)(4) the event livanova ref. (B)(4)has been reported to FDA with the ref. 9611109-2022-00273.